Event description:
A user facility reported that an intraocular lens (iol) kept getting stuck in the cartridge of an iol delivery system. There was no reported pt impact/injury associated with this event.